Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 5 ml s/t bns the stopper was found to be defective. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer a defective rubber piston (seal).

Event description:
It was reported while using bd syringe 5 ml s/t bns the stopper was found to be defective. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer a defective rubber piston (seal).

Manufacturer narrative:
H.6. Investigation: one photo of 5ml slip-tip syringes ((B)(4). ) was received and evaluated. The photo contains three images of loose syringes. The first image shows one full syringe with a distorted stopper and the flange area of the syringe for three other syringes. The second image shows four loose syringes with a distorted stopper. The third image shows ten loose syringes with distorted stoppers. The condition observed is non-conforming per product specification. Potential root cause for the distorted stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.